Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and reproduce during evaluation. The cause was determined to be contamination of the upstream sensor due to fluid intrusion. If any additional information is received a follow up will be sent. The upstream sensor was replaced. See scanned page.

Event description:
During baxter's functional testing, a device displayed a "upstream occlusion" alarm when no occlusion was present. There was no patient involvement as this was found during evaluation of the device.